Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 5608062 implantable port allegedly experienced suction problem, malposition of device and inadequate user interface. The information was received from various sources. This malfunction involved a patient with no known impact to the patient. A 46 years old female patient weight was not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned for evaluation. The investigation is inconclusive for the reported suction problem, difficulty accessing port and device malposition issue. Based on the available information, the definitive root cause is unknown. The devices is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The devices were returned to bd and is pending evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 5608062 implantable port allegedly experienced obstruction of flow and inadequate user interface. The information was received from various sources. This malfunction involved a patient with no known impact to the patient. Age, gender and weight were not provided.